Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, it will be submitted in a supplemental report. Add'l lot # bpxl02. Add'l manufacture date: 07/03/2003.

Event description:
During sterilization process, it was observed that the handles on the instruments were cracked and unable to meet sterilization standards.